Event description:
The patient presented to the hospital after receiving inappropriate shock. An increase in impedance was also noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found a short circuit between the pacing coil and sensing cables due to inside abrasion under the svc shock coil. An insulation abrasion was noted at 55.5cm - 57.5cm from the connector pin, exposing the sensing cables. Further analysis found outer insulation abrasion on the is-1 connector, consistent with that produced by friction with the ICD can.